Manufacturer narrative:
Pump was functional. Balloon performed within specifications. Cuff had or damage.

Event description:
An aus device was implanted on 6/20/96. Info received on 1/31/97 indicates a revision surgery is scheduled for 2/18/97 due to recurring incontinence. Info received on 4/16/97 indicates the entire device was removed from the patient and replaced on 4/8/97.